Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no adverse impact to the customer's blood glucose level. Multiple supply changes were performed to try and resolve the issue, however the issue persisted. The customer quit using the pump, alternate therapy information was unable to be obtained.